Event description:
The customer reported that the 9800 system lost the image on the left screen while using fluoro. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power supply was replaced and the system was rebooted. The system was tested and operates as intended.